Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Tried to choke me. Brush head snapped off, it looks torn apart. Case description: consumer sent e-mail stating the brush head snapped off, and it looked torn apart. No serious injury was reported.